Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-00863.

Event description:
Allegedly the patient is in pain and the implant is clicking. The patient fell in physical therapy and complained of pain. Also reported that prosthetic made a "clicking" noise. Surgeon performed x-ray evaluation and reported disassociation of bipolar head at femoral head. Revision surgery was planned and a unipolar (hemi) head was implanted. Initially the patient reported no falls. Then in pre-op, patient told nurse he fell earlier in week. Patient was on heavy pain medication.

Manufacturer narrative:
Conclusion: product did not contribute to event. The complaint was reviewed and photographic images were made of the returned product.(B)(4).